Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that insulation damage was suspected when it comes to this right atrial (ra) lead. During a follow up noise was noted the pace impedance measurements were abnormal but not out of range. An x-ray took place and no ra lead fracture was confirmed. The lead was explanted but will not be returned. The patient remained hospitalized but no adverse patient effects were reported.